Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a gastrointestinal bleeding event with symptoms of melena and lightheadedness. The patient was hospitalized and transfused with 4 units of packed red blood cells. It was reported that the event started on (B)(6) 2015 and resolved on (B)(6) 2015. Incidentally, on (B)(6) 2015, the patient underwent a routine heart transplant. The patient was reported to be asymptomatic at the time of transplant.

Manufacturer narrative:
Evaluation of the returned device did not find any depositions within the pump, inflow conduit or outflow graft. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A correlation between the lvad and the reported gi bleeding event could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with use of the left ventricular assist system. A review of the device history records showed that the device met applicable specifications. No additional information is available. The manufacturer is closing the file on this event.